Event description:
During preparation for a coronary artery bypass graft surgery, three heartstring seals cracked while loading the seals into the delivery tube. The hosp did not provide any add'l info. No pt complications were reported by the hosp.